Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and perpetually rebooting. Receiver download and functional testing were performed and failed due to perpetual rebooting. The receiver was opened, the ui pcba was detached to perform a download. The reported event of loss of connection was confirmed during log review. A root cause could not be determined.